Event description:
The lay user / patient contacted lifescan (lfs) in 05 regarding the unit of measurement letter (uom) after receiving a letter from lifescan about the uom on the meters. She mentioned her meter had been reading in mmol/l since she had purchased the meter. The patient did not report any symptoms or treatment. Customer care advocate (cca) assisted the patient in resetting the meter back to mg/dl and sent the patient a replacement meter. This report is being submitted in retrospect as three days earlier, medical affairs became aware of a failure of this meter to be non user-changable. It is not known if the user changed the uom inadvertently or not, but in either case, by being user-changable, the meter did not function as intended. The meter was received and tested in 9/05 and the following information was received from product analysis: the meter was set in mmol/l and the cal code was 17 and the date on the meter was 09/23/2005 when the meter was returned to lfs. The resistor box readings were in mmol/l: 27.2 mmol/l, 27.2 mmol/l and 27.2 mmol/l. The meter was manually reset from mmol/l to mg/dl. Resistor box readings were converted to mg/dl: 478 mg/dl, 478 mg/dl and 478 mg/dl. Meter was set as variable units of measurement.